Event description:
It was reported that the user switched to fiasp insulin and noted rising blood glucose while using the ilet, with values of 217 mg/dl by cgm, 207 mg/dl by fingerstick, and 236 mg/dl later in the call; the agent reviewed available reports and did not identify device alarms or malfunctions, and provided troubleshooting and education including delaying breakfast and monitoring. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-management at home with continued monitoring. Investigation included review of device-reported data and user reports during the call. Investigation of this case revealed no evidence of device malfunction or component failure, and the cause of the elevated glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.